Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. The event was further described as "solution leakage through the transfer line valve." The event occurred during use. There was no report of patient injury or medical intervention associated with this event; however, antibiotic treatment was started with prophylactic for five days. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted fluid present around the white twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.